Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-13035. The pt reported an issue with uncomfortable heat at the ipg site during charging and when stimulation was on. The pt stated she felt warmth from the surface of her skin and once stimulation was turned off, her skin was no longer hot to touch. The pt was to discuss future options with physician.

Manufacturer narrative:
This charger was associated with a field correction. Manufacturer's eval: corrective and preventive action (CAPA) investigation was performed. Eval: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.